Event description:
The patient reportedly experienced headaches and pain around the surgical site with and without wearing the external equipment. In september 2006, the patient was seen by a company representative for device evaluation. Testing confirmed that the pt's device was functioning within normal limits. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the device. The patient's device was explanted.